Event description:
It was reported that stent deformation occurred. A percutaneous coronary intervention was being performed. This synergy drug eluting stent was selected 3.00 x 48, however the stent strut was noted to not be crimped on the balloon.